Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. 628435) inserted for female sterilisation. The patient's medical history included pelvic pain, cervix warts, viral warts, tobacco use disorder and d & c. Concurrent conditions included chronic interstitial cystitis, leiomyoma nos, shortness of breath, cough, common cold, rhinorrhea, menorrhagia, headache and upper respiratory infection. Concomitant products included heparin and lidocaine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the endometritis outcome was unknown. The reporter considered endometritis to be related to essure. The reporter commented: trailing coils, one to two were noted quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in a female patient who had essure (batch no. 628435) inserted for female sterilisation. The patient's medical history included pelvic pain, cervix warts, viral warts, tobacco use disorder and d & c. Concurrent conditions included chronic interstitial cystitis, leiomyoma, shortness of breath, cough, common cold, rhinorrhea, menorrhagia, headache and upper respiratory infection. Concomitant products included heparin and lidocaine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the endometritis outcome was unknown. The reporter considered endometritis to be related to essure. The reporter commented: trailing coils, one to two were noted quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs &mr received reporter information, lot no was added. Case become incident injury nos replaced by new event added was chronic endometritis. Concomitant drugs and medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.